Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-01200. Results: blood was visible throughout the lightning unit housing. During functional testing, fluid was pushed through the tubing using a syringe and a leak was confirmed at the distal pinch tubing seal. Conclusions: evaluation of the returned lightning confirmed a leak within the unit housing. If a strong positive pressure is applied to the aspiration tubing, a leak can occur within the product housing. Due to the leak, the lightning was unable to be functionally tested. The cause of the initial clog reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a lighting aspiration tubing (lightning). During the procedure, the tubing became clogged at the lightning unit and was unable to be unclogged. It was reported that an attempt was made to gently flush fluid towards the lightning unit to unclog; however, the tubing began to leak. Therefore, the lightning was removed. The procedure was completed using another tubing. There was no report of an adverse effect to the patient.